Manufacturer narrative:
Weight: (B)(6). Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was pulled out from a non-bsc guide catheter, the shaft snapped outside the guide catheter. The device was removed by hand. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 525 mm distal from the distal end of the strain relief. A hypotube kink was noted just distal to the break site. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer shaft polymer extrusion and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was pulled out from a non-bsc guide catheter, the shaft snapped outside the guide catheter. The device was removed by hand. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.